Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. No autopsy was performed, and exact cause of death was unknown. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 30mar2017. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists the adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had complained of chest pain but refused to go to the emergency department. The patient eventually was sent to the emergency department but was unconscious on arrival. The vad was deactivated and the patient expired. No autopsy was performed, exact cause of death was unknown.

Manufacturer narrative:
Section a2, a4: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6)2019. Multiple attempts for additional information were issued to the customer; however, no further information was provided. The pump was not returned for evaluation. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. Additional information was requested but not provided.